Event description:
During incoming inspection, the distributor rejected this device, 138105, for an insufficient heatseal. The device was encroaching the seal.there was no contact with the patient as this was found during incoming inspection. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 138105 in original packaging. Lot number was verified. Performed a visual inspection, the devices were encroaching the seals. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging did have an insufficient heat seal. Root cause cannot be determined, however, based upon evaluation of the device, a possible cause of this event is the device was encroaching into the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 290 reports, regarding 8,337 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: inspect and test each device before each use. We will continue to monitor for trends through the complaint system to assure patient safety.